Event description:
On (B)(6) 2012, a certified diabetes educator reported a patient was hospitalized with diabetic ketoacidosis while using the infusion device. Patient had been traveling 600 miles on a motorcycle, and the local temperature was 107-108 degrees. Cde asked if the insulin might have lost its integrity, and she was referred to the insulin manufacturer. She was unable to provide any of the patient's information and said she would ask the patient to call to document the event. No product was requested for evaluation, and no additional information was available.